Manufacturer narrative:
PMA/510(k) number: pre-amendment. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, a foreign matter like eyelash was confirmed inside the unopened package by the distributor.

Event description:
No additional information has been added to the description of event since the previous medwatch report was submitted.

Manufacturer narrative:
D10: product received on 27dec2018. Investigation evaluation : a review of the complaint history, instructions for use (IFU), inspection of unused device, visual inspection, device history record and quality control and specifications of the device was conducted during the investigation. One unopened device was returned to aid in the investigation. Examination of the returned product identified foreign matter was noted in the outer packaging. During the investigation, a review of quality control instructions and product labeling was conducted. Based on the review of current documentation, sufficient controls and inspections are in place to prevent the release of nonconforming product related to the reported failure mode. Additionally, a review of the complaint device lot and similar device lots was conducted and found no relevant nonconformances during pre-release testing. A review of complaints was conducted and identified one other potential relevant complaint from the device lot. There is no evidence that nonconforming product exists in house or in the field. As a result of our investigation, examination of the returned product, and the available information the root cause was traced to manufacturing. Per the quality engineering risk assessment, no further action is required. The appropriate personnel were notified, and cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.